Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was escalated to the impella 5.5 due to ami/csg (acute myocardial infarction/cardiogenic shock). A trans-esophageal echo (tte) was performed to check the position due to multiple ventricular tachycardia (vt) episodes treated with an external defibrillator. The impella 5.5 device was pulled back to 46 cm. The patient coughed and went into vt at 288 beats per minute for approximately 5 minutes, and was treated with shock. The patient was then transitioned to an external blood pump, centrimag.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.